Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6) - atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed successfully with no issues noted with the catheter. Post procedure, the patient went into respiratory arrest and was placed on a ventilator for 24 hours. Reportedly, pain medication and medications used to treat airway collapse such as prednisone and albuterol were prescribed (medication names unknown). Once removed from the ventilator two bronchoscopies were performed. The patient began to develop significant atelectasis which worsened the weekend after the procedure. The doctors then removed ¿what looks like tissue sloughing off that formed a mucus plug¿ subsequently alleviating symptoms. The patient began her recovery in the ICU and as of july 24, 2014, had been moved to a general patient room is alert, talkative and recovering. Additionally, it was reported that the patient said that she took her large prescribed doses of prednisone three days prior to the procedure, but did not take her dose the day of the procedure. In the alair systems directions for use, under the subsection ¿patient preparation¿ the following guidelines are set forth; ¿administer prophylactic prednisone or equivalent at a dosage of 50 mg/day for 3 days before the procedure, the day of the procedure, and the day after the procedure to minimize post procedure inflammation.¿